Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleging eye irritation, respiratory issues, chest pressure and cough, upper airway irritation, dizziness, bad skin problem and nauseous. The patient alleges seeing multiple doctors due to the issue. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.